Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device successfully delivered the first shock at 120 joules, when charging for a subsequent shock the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed with the device. The device was put through extensive testing, which included bench handling, and charging/discharging tests without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs indicated that the battery may have been out of calibration and had insufficient energy to charge the device. This could not be firmly established as the battery used was not returned as part of this investigation. No trend is associated with reports of this type.